Manufacturer narrative:
Submit date: 3/7/2018. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was one sample (opened) submitted with this complaint. The sample consisted of a syringe that was not manufactured by the manufacturing facility or medtronic/cardinal health with a magellan safety needle attached to it. The syringe appeared to be constructed of a material more rigid than the polypropylene needle. A visual inspection of the syringe identified no damage. A visually examination of the needle identified a crack at the luer of the hub running axially along the luer connection and found one of the lugs completely broken off. The damage appeared to be from forcible attachment of the device. The reported condition is confirmed. The exact root cause could not be determined based on available information. A 6m (six method) root cause investigation was conducted and reviewed multiple potential contributing factors. The root cause analysis did not identify any issues with the manufacturing process for the needles. The most likely root cause was due to the user over-torquing the needle during the assembly process onto a syringe barrel (sourced by the customer) that was made of a more rigid material. The investigation did not identify a systemic issue with the product or manufacturing process. The root cause analysis identified a most likely root cause that was related to the user¿s application of the device. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the luer lock was cracked . When the prevnar vaccine was administered, it leaked from the connection. The patient didn't receive any vaccine. The account manager then tested the same needle with water, the water leaked from the connection.